Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm)left to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis. This mtm was returned for failure analysis and the reported 23062 error was confirmed, but was not replicated during in-house testing. In lighthouse, the 23062 error was found indicating a failure on the wrist yaw axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system and driven with an in-house instrument. No issues were observed and the unit passed system test. After installing on surgeon console fixture test platform (sftp) and running the fitness test, the unit failed grip accuracy test post sine cycle (calib_rom_delta), gravity balance test post sine cycle - sh (max_imbalance), el (max_imbalance). After running calibrations, the mentioned tests passed. 1hr slow speed sine cycle on the wrist yaw axis was performed and passed. 23062 error was not observed during sftp testing. As a result of this investigation, failure analysis has concluded that the wrist yaw motor and the slipring were found to be the probable root causes of the reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported a 23062 error on the system. The caller indicated they were in the process of rebooting the system. After the reboot, the system initially powered on and homed without any errors, but the 23062 error on the master tool manipulator (mtm) left of the surgeon side console reappeared about a minute later. System logs showed a 23062 error on mtm. The caller then stated that, because it was a dual console system, the surgeon moved to the other console and the procedure was continued. The procedure was completing as planned with no reported injury.